Event description:
Subsequent to the initial report filing, additional information was received stating that the promus stent implanted in (B)(6) 2010 was a 3.5 x 12 mm otw promus stent. In (B)(6) 2011, the patient had a non-abbott bare metal stent implanted in the mid to proximal rca (one 30 mm stent covering two lesions). The patient began experiencing angina in mid to late (B)(6) 2012 and in-stent restenosis to the rca was noted upon return to the hospital in (B)(6) 2012. No additional information was provided.

Event description:
It was reported that on (B)(6) 2010, due to stable angina and positive stress test the subject underwent the index procedure with the deployment of one unspecified promus stent to the proximal right coronary artery (rca). Post procedure residual stenosis was 0%. It was reported that the patient remained on anticoagulant medication only for one month after the index procedure. Approximately one month before presenting to the hospital, the patient began experiencing chest pain. On (B)(6) 2012, the patient returned to the hospital for elective catheterization, which revealed 95% in-stent restenosis to the rca. An unspecified drug-eluting stent was deployed for treatment. On (B)(6) 2012, the patient was discharged. The outcome of the event is considered resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of arrhythmia, angina, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.